Manufacturer narrative:
Info was rec'd from a consumer who is not required to complete form 3500a. Eval summary: no devices or photos were rec'd; therefore, the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. The investigation could not verify or identify any evidence of product contribution to the reported problem. Eval: the mfg records were reviewed and found to be conforming indicating that the devices were mfg, inspected, and packaged to specifications.

Event description:
It is reported that pt is experiencing pain in her hip.